Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm and unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents due to motor error alarms. Drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 6.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.